Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set was leaking from an unspecified location. This was further described by the patient as ¿on flushing their line prior to connecting, they noted a small bit of the flush leaking, then connected and the pn (parenteral nutrition) is leaking from the extension site, they stopped the feed, flushed and clamped their line". This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample and a retained sample were provided for evaluation. The returned photograph was reviewed and did not identify any abnormalities that could have contributed to the reported condition. The retained sample was visually and functionally tested with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.